Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: once the patient got to recovery, it was noticed that the device tr band did not have air in it, the device deflated. The procedure was a radial access heart cath or taver procedure. The device lost air within 10-15 minutes post procedure. The patient was stable; however, there was bleeding due to no air in the band.